Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Follow-up (5/10/2013)-device evaluation: the test strip retains failed testing with a low bias of 100 mg/dl. In addition, the meter serial number was either invalid or unavailable for DHR review.

Event description:
On (B)(6) 2013, the lay user/patient's parent contacted lifescan (lfs) (B)(4), alleging that the patient's onetouch ultramini meter read inaccurately high. The complaint was classified based on additional information obtained by the customer service representative (csr) during follow-up calls with the reporter. The patient's mother informed the csr that the patient tests his blood glucose three times a day and manages his diabetes with a set dose of insulin (rapid and long acting). The patient's mother reported that on (B)(6) 2013 a little after 10pm (prior to dinner) the patient obtained an inaccurate high reading of "170 mg/dl" with the subject meter. The reporter informed the csr that the patient normally tests in the "70 to 120 mg/dl" range. Despite the elevated result, the reporter confirmed the patient took his usual dose of rapid acting insulin (6 units at dinner time). The patient's mother informed the csr that approximately 90 minutes later, the patient developed symptoms described as "tremors, tachycardia, and sweaty"; symptoms associated with a low blood glucose. The patient's mother stated that at the onset of the symptoms the patient was tested with the subject meter and obtained a reading of "44 mg/dl" and was treated with 2 spoonfuls of honey. The reporter confirmed the patient's symptoms abated after receiving the treatment. At the time of the follow-up call, the patient's mother informed the csr that if the patient's blood glucose is below 100 mg/dl, he eats before receiving his set dose of rapid acting insulin; however, if his blood glucose is above 100 mg/dl he first takes his insulin and then eats his meal. The reporter informed the csr that she feels the patient's low blood glucose excursion may have been avoided if the subject meter had read lower. At the time of troubleshooting, the csr noted that the reporter did not have control solution available to test the subject meter and/or test strips. The csr noted that the patient was using the correct testing process and the test strips were not past their expiration or discard dates. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after obtaining an alleged inaccurate high reading with the subject meter.